Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a gradual increase in shock impedances. One measurement was observed to be high and out of range. Boston scientific technical services (ts) was consulted and monitoring the system was recommended. The physician agreed with the plan to continue monitoring. The ICD and the right ventricular (rv) lead remains in service. No adverse patient effects were reported.